Event description:
It was reported to medtronic neurosurgery that a tear was noticed on the valve after it was taken out of its packaging. It was also reported that there was no patient impact.

Manufacturer narrative:
The product was not returned. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. (B)(4).